Manufacturer narrative:
Additional devices implanted and/or related to this event: plc181000/12180465. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2014, the patient was treated for a thromboendarterectomy (tea) in the left superficial femoral artery (sfa) with a dacron patch to treat acute limb ischemia (ali) leg. The doctor reported the root cause as when you interfere with the femoral arteries, it is possible that some portion of the intima may protrude into the lumen partially occluding it. This is what occurred with this patient. The patient tolerated the reintervention procedure.